Manufacturer narrative:
No patient involvement was reported. Event date: date of event is unknown. UDI# (B)(4). Implant and explant dates: device is an instrument and is not implanted / explanted. Product investigation was completed for part# 03.010.058. One slide/fixed hammer, 400 grams was returned to manufacturer for investigation. A visual inspection and drawing review were performed as part of this investigation. The complaint condition is confirmed as the hammer was received with a break down the midline of the handle component. One half of the handle was not received. The pin for the hammer is intact and remains in the shaft of the hammer. The hammering surfaces show significant dents and impact marks. The locking mechanism is dented and scraped along the edges but functions as intended to lock the hammer head position. The condition of hammer is consistent with significant use and heavy impact. Replication of the complaint condition is not applicable as the handle is already broken. A device history records review could not be performed as the lot number is unknown. The slide/fixed hammer (03.010.058) is a component of the dynamic helical hip system and humeral nail-ex system. The slide/fix hammer is used to aid in antegrade and retrograde nail insertion, insertion of spiral blades and the removal of both the spiral blades and nails. Appropriate drawings were reviewed as the lot number / manufacturing date is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a hammer was found broken at the handle by the sales consultant. The hammer is missing the broken portion that contained the lot number. It was reported that the device was not used for a surgical procedure. The device never broke during any cases. However, it is unknown when and how the device broke. This report is for one (1) slide/fixed hammer. This is report 1 of 1 for (B)(4).